Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the cutting flutes to be damaged/worn. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The returned device was a 966202 sp2 fem lug drill w/hud end. The sp2 fem lug drill w/hud end was reported for unknown reason. Three follow-ups were conducted with the complainant to obtain event additional information. Please verify what is the alleged deficiency of the reported instrument? No additional event information was received. Visual examination of the device revealed deformation and wear on the cutting flutes. There is no missing material. The damage to the cutting flutes is from repetitive contact with bone and the patella drill guide. The flats on the hudson end exhibit wear. The root cause is attributed to device wear from normal use and servicing. The wear on the cutting flutes is from heavy usage and repetitive contact with the patella drill guide based on the root cause of device damage from normal use and servicing as the root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
The office sets instrument was reported for unknown reason. It did not affect surgery or patient. Examination of the returned device by the product analyst found the cutting flutes of the device to be damaged/worn.